Event description:
Reference number (B)(4) event occurred in italy. The patient reported that the infusion set tape did not adhere properly. The event date was (B)(6) 2026. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.